Event description:
It was reported to philips that the system was unresponsive due to a defective sib box on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sibbox unit, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).